Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.